Event description:
It was reported that insulin reservoir not clicking into place properly. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, no additional troubleshooting or corrective actions were documented, and no further information was obtained regarding the outcome of event.